Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was not booting up. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that no 5 v coming from pd. Scomp.dcps. Fse replaced the power supply. After the replacement of power supply, the system was returned to use in good working. The codes were updated based on the investigation outcome.